Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please inform were two sutures used by two different doctors used in the same procedure. Did both devices had suture breakage during actual use on the animal? How was the case completed? If two different procedures were involved, please send us a separate complaint with all event details. A shipper kit was mailed to you to return of the affected product for evaluation. Please inform when product is returned. We have submitted everything we are going to submit.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture broke during the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.